Event description:
It was reported that the physician noticed the patient's generator was turned off. Physician thinks there is something wrong with the generator. It was suggested to the physician that there might have been an interrupted systems test during the patient' last office visit which caused the generator to reset. Upon reviewing the programming history, it was noticed that the physician did have a faulty/interrupted system test during the patient's last visit which caused the generator settings to reset. Interrogation was not performed after the interrupted test hence patient left he office with unintended settings which was not noticed until the next office visit. Reset of the generator was a direct cause from the faulty system test.

Manufacturer narrative:
Analysis of programming history.